Event description:
It was reported that while setting up an insulin drip, and before attaching to the pt, fluid was still flowing after the tubing was placed in the pump. The set was not connected to the pt.